Event description:
Reportedly, during the implant attempt, difficulties were encountered while operating the fixation mechanism of the device. Once positioned in the rv apex, extension of the helix was not possible despite the use of two stylets. Upon removal, the fixation function was tested on the table and the helix would not extend.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.